Event description:
It was reported that the patient presented with recurring incontinence after 2 years of ams 800 artificial urinary sphincter implantation. MRI scan showed empty balloon due to fluid loss.